Event description:
An alarm was reported due to recurring occlusion issues with the insulin system. Despite the occlusions, there was no adverse impact on the customer's blood glucose level. The customer acknowledged the alarm and resumed insulin. Technical support suggested trying new site locations, filling the cartridge with less insulin, changing the infusion set every three days, and cycling the cartridge multiple times before filling to reduce future occlusion alarms. The customer was advised to call back if problems persisted.